Event description:
Same case as MDR ID: 2134265-2012-01706. It was reported that subsequent to a stenting treatment procedure, stent thrombosis occurred and the patient experienced a myocardial infarction and expired. The target lesions being treated was located in the left anterior descending (lad) artery and the right coronary artery (rca). A 2.50x32mm promus element stent delivery system (sds) was advanced and deployed in the lad. A 3.00x20mm promus element sds was then advanced and deployed in the rca. Both of the promus element stents seemed well positioned and well apposed following deployment. No complications occurred during this procedure and the patient was stable following the procedure. However, four days after the stenting procedure, the patient returned with a myocardial infarction, went into cardiogenic shock, and expired. Percutaneous coronary intervention was performed to treat the cardiogenic shock and imaging of the promus element stents identified proximal thrombosis in the promus element stents. The cause of death is attributed to stent thrombosis resulting in an acute myocardial infarction. It was also reported that the use of generic clopidogrel was a contributing factor to the patient death, however, there were no changes to the patient medication. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).